Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to blank display. Unit had cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump had fluid in battery compartment and battery compartment was corroded. Customer¿s blood glucose was unknown. Customer stated that they received low battery. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to blank display. Device had cracked battery tube threads.